Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and that early battery depletion was suspected due to high pacing outputs. It was further reported that there were high thresholds and output and possible loss of capture in the atrial lead. The device was explanted and replaced and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-45, implantable pacing lead, (B)(6) 2000; 4194, implantable pacing lead, (B)(6) 2010. (B)(4).